Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device wasn't cooling. A check of the diagnostics showed chiller temperature was at 6 degree celsius. They discussed that the device was indicative of a failed mixing pump. They stated they would order the pump and replace it locally. As per follow up information received via email on 19jun2023,.a call was made to the facility on 19jun2023. Device had been sent in. No patient involved.

Event description:
It was reported that the arctic sun device wasn't cooling. A check of the diagnostics showed chiller temperature was at 6 degrees celsius. They discussed that the device was indicative of a failed mixing pump. They stated they would order the pump and replace it locally. Per follow up information received via email on 19jun2023, device had been sent in. No patient involved.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. A device history record review was not required as the device had undergone previous servicing and therefore the reported issue was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.